Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen on the insulin pump appears to be broken in the inside and appears to have some leaky ink inside. Troubleshooting was performed. It is unknown how the damage occured. There is a crack on the liquid display screen. The customer's blood sugar is 190 mg/dl. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass and missing segments due to cracked zebra connector. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, stained end cap sticker and cracked reservoir tube lip.